Manufacturer narrative:
The misplaced implants in this case were removed intra-operatively and there were no reported adverse effects to the patient. The user did not submit case logs. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.